Event description:
At about 9 months from the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 16-aug-2023. Lot 2104755: 125 items manufactured and released on 23-jun-2021. Expiration date: 2026-06-07. No anomalies found related to the problem. To date, 87 items of the same lot have been sold with no similar reported event during the period of review.